Event description:
It was reported that there was noise that appeared to be loss of electrode contact from the implantable cardiac monitor. The device was then explanted for normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).